Event description:
A malfunction was reported on the customer's pump, which displayed the malfunction code 'malf 12'. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, technical support decided to replace the pump. The customer was advised to put the malfunctioning pump into storage mode and return it to tandem within 10 days. Meanwhile, the customer was informed about using the updated software in the replacement pump and was advised on backup insulin delivery methods.